Manufacturer narrative:
Concomitant medical product: 5072-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance had risen to high level. It was noted that the ra lead experienced rising thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.